Event description:
I'm filing this complaint because of ongoing issues with the medical supplies associated with my new tandem insulin pump. In order to use my pump, I need to insert the tandem autosoft xc infusion set into my belly. This allows the insulin to flow from the pump into my system. I moved from the medtronic pump to the tandem pump in august and I quickly ran into a number of problems. My chief concern is the lack of insulin absorption with some of the infusion sets - some seem to be defective; others are not. I follow tandem's insertion instructions very carefully, and I have watched the tandem videos to ensure that I am using the infusion sets correctly. At least five times now, however, the insulin was not delivered into my body properly. I changed my infusion set last sunday night (12/1) and woke up the middle of the night (early am 12/2) with blood glucose approaching 500 (it should be between 80 and 120). It was obvious that the insulin was not absorbing into my body, but onto my t-shirt. Today I changed my infusion set before I left the house at 6:00 am. When I got to work my bg was 137 (a little high, but not a big concern). I had my usual breakfast and took my usual insulin dose. Twenty mins later my bg was 276. Something is not right and it is not me, as this is the fifth time this has happened since august. Now I have to take a manual dose and change the infusion set again. This is unacceptable and puts my health at serious and immediate risk. A second concern is the overall design of the xc infusion set, it is very easy to pop the infusion set off the insertion needle when unwrapping the tubing, removing the paper from the body adhesive, or removing the teeny blue tube that protects the insertion the needle. So far I have wasted 6 infusion set, (money down the drain). Tested with both manual test strips and cgm. FDA safety report ID# (B)(4).